Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that her blood glucose was 459 mg/dl and 463 mg/dl before that. The customer stated that her blood glucose went up whenever she is upset. The customer stated that she changed the set and had a headache. The customer was advised that the pump will consider active insulin. The customer declined to troubleshoot for high readings. The call was disconnected.